Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unk) the device inappropriately shut down via battery power. The device was plugged into ac power and failed to power on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.